Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00102. It was reported following a trial lead procedure on (B)(6) 2018, the patient stated she had pneumonia, was dizzy and experienced a fall. It was noted during the trial the patient seemed fine and did not appear to be ill. However, the patient is disoriented and could not follow directions. The patient was advised to turn off therapy. The patient's physician was notified of the issue.

Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2019-00102.